Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A medtronic representative went to the site to test the equipment. The representative confirmed that the viewing station of the imaging system would not power on properly. The representative reported that they updated the bios settings on the imaging system to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system computer would not start up properly. The system was able to start up after the user pressed the power button twice on the imaging system. No additional information was provided. There was no patient present when this issue was identified.